Event description:
It was reported, the arthroplasty was revised due to loosening of the acetabular component. No evidence of manufacturing related failure. The acetabular shell, liner and femoral head were revised. The components were implanted in situ for 1.2 y. The patient presented with a ucla activity score of 2 three months prior to revision surgery.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If device or additional information becomes available a supplemental report will be issued.